Event description:
A surgeon reported that an intraocular lens (iol) was noted to be cloudy after insertion. The lens was removed during the same procedure. There was no patient impact/injury associated with this event.